Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had pain at the ipg site. As a result, the patient underwent surgical intervention on (B)(6) 2019. During the procedure, the physician broke some fibers and closed the pocket. Surgical intervention addressed the issue.